Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the implantable neurostimulator (ins) site. The discomfort is attributed to the ins being placed at the patient's belt line. Surgical intervention was undertaken on (B)(6) 2018 and the ins was relocated from the left buttock to the right buttock. Patient is doing well and is pleased with the new location of the ins.